Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported the implantable neurostimulator (ins) was implanted upside down. The rep wanted to know if they need to reprogram when implanted correctly. The rep confirmed that there was no surgical intervention since both therapy and recharging was effective. There was no harm to the patient. If additional information is received, a follow up report will be sent.